Manufacturer narrative:
The reported event was confirmed through functional testing of the thermogard console (B)(4) performed at the customer site. Review of the event log revealed multiple occurrences of mid09 (air trap assembly) error messages. Evaluation indicated that the mid09 error messages were caused by a damaged airtrap block. After replacement of the airtrap block, the console was further tested and operated as intended without any errors or issue, the console passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During patient use, the thermogard ivtm console (B)(4) alarmed with a mid09 (air trap assembly) error message. The user attempted to clear the issue by restarting the console; however, was unsuccessful. No further information was provided regarding the patient treatment. No known impact or patient consequence was reported.